Event description:
It was reported that this right ventricular lead exhibited impedances measurements greater than 3000 ohms but no noise was observed. Programming changes were discussed and they will continue to monitor the lead performance. This device remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.